Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Heads of two brush heads from the same package broke off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on 13-sep-2016 that the heads of two oral-b power oral care refills flexisoft from the same package broke off in her mouth in the short term. She noted that she simply threw away the first one, but kept the second one. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed.